Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and no anomalies were identified. Additional x-rays were ordered and further reprogramming was to be taken at a later date. Follow-up information indicated the patient does not desire any further intervention be taken regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.